Event description:
On (B)(6) 2012, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The clinical specialist (cs) reported the pt's left external iliac was highly calcified with excessive thrombus and tortuosity. After the gore contralateral leg endoprosthesis (pxc201400) was implanted and ballooned (coda balloon used), the physician noticed an extravasation coming from an unk origin near the left hypogastric artery. According to the cs, the physician believes there was a dissection near/in (exact location could not be determined) the left hypogastric artery after he ballooned the distal portion of the contralateral leg endoprosthesis. The physician used a medical gelfoam to occlude the left hypogastric artery; this corrected the dissection and the extravasation. A pxc121200/7800340 was implanted as an extension to the pxc201400 and intentionally covered the left hypogastric artery. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.